Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and screen under protector was damaged so display was illegible and pump could not be used. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for continued insulin delivery, and technical support arranged shipment of replacement pump, confirmed address.